Event description:
Boston scientific received information that this right ventricular lead was explanted just a month after its implant due to a pocket hematoma that produced a viscous fluid when expressed. After antibiotic therapy a new system was implanted. This rv lead is now out of service and explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.